Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by nurse in the USA of patient made a mistake/touch contamination and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake and touch contamination occurred. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was patient made mistake/touch contamination. The patient was retrained. The patient was not hospitalized for peritonitis. Treatment included vancomycin (dose, frequency, route not reported). The event of peritonitis was unrelated to baxter devices, disposables, or solutions. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed because it was reported the patient made a mistake and touch contamination occurred. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.